Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I results were obtained from two patient samples and a known troponin I free sample using vitros troponin I es reagent on a vitros eci immunodiagnostic system. The most likely assignable cause is instrument related. Vitros troponin I es precision testing performed was outside of ortho guidelines, indicating that the vitros eci immunodiagnostic system was not performing as intended. An ortho clinical diagnostics field engineer performed service actions to return the vitros eci immunodiagnostic system to expected performance. Following these service actions, acceptable vitros troponin I es performance was observed. Based on historical vitros troponin I es quality control data, a reagent issue could not be entirely ruled out as a contributing factor. Pre¿analytical sample processing could also not be ruled out as a contributing to the event, as the customer was not following the sample collection device manufacturer recommendations for sample centrifugation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained non-reproducible, higher than expected troponin I results from two patient samples and a known troponin I free sample using vitros troponin I es reagent with a vitros eci immunodiagnostic system. The results obtained are as follows: (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected troponin I patient results were reported from the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).